Event description:
It was reported the subcutaneous implantable cardioverter defibrillator (s-ICD) has a battery depletion (bd) error. Device data showed the device power consumption was increasing in a gradual fashion. Technical services recommended device replacement and returning the device for analysis. No adverse patient effects were reported. Currently the device remains in service.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated.

Event description:
It was reported the subcutaneous implantable cardioverter defibrillator (s-ICD) has a battery depletion (bd) error. Device data showed the device power consumption was increasing in a gradual fashion. Technical services recommended device replacement and returning the device for analysis. No adverse patient effects were reported. Currently the device remains in service. Additional information was received that confirmed the device has ben explanted and replaced successfully. There were no additional adverse patient effects reported.